Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a pump off alarm.

Manufacturer narrative:
Section d: corrected. Manufacturer's investigation conclusion: no device-related issues with (B)(6) were reported or identified through this evaluation. The submitted controller event log file contained relevant events from 09may2024. An intentional pump stop via the pump stop button being pressed on the system monitor was captured on the morning of 09may2024, lasting approximately 3 minutes before the pump was restarted. The controller was then disconnected from external power and the driveline was subsequently disconnected. These events appear to be consistent with the report of intentional pump occlusion on the morning of 09may2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. No device-related issues were reported; however, section 4, ¿system monitor¿, states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Additionally, this section states that if the fixed speed has been set 200 rpm or more below the low speed limit, a low speed advisory alarm appears. Section 3 of the IFU, ¿powering the system¿, states that if the fixed speed is set lower than the low speed limit, the pump will remain at the lower speed setting section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a pump off alarm on (B)(6) 2024 at 9:00am as the pump was intentionally occluded. The patient had heart failure recovery and was doing well off the pump.